Manufacturer narrative:
(B)(4). Evaluation summary: only a picture of the sample was received for analysis. Upon visual inspection of the picture, an unopened box of product code v372h with lot# phbbcjq0 and printed at the secondary packaging the legend of "not for human use" could be observed. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The manufacturing record evaluation was performed and identified a nonconformance related to this issue. The necessary actions have been taken and documented in the appropriate quality system. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via: 2210968-2020-04855, 2210968-2020-04859, 2210968-2020-04861, 2210968-2020-04867, 2210968-2020-04869.

Event description:
It was reported that the client received a box of suture with the not for human use printed on the box. The box has an annotation printed next to the datamatrix there was no patient involvement reported.